Event description:
It was reported that the patient presented in-clinic after receiving multiple vibratory alerts even though no remote transmissions revealed no problems. The patient was sent home and told to call the clinic if alert went off again.